Event description:
Covidien received a first amended complaint at law which alleged that an unspecified co2 detector blocked the passage of oxygen.

Manufacturer narrative:
Covidien was served with the first amended complaint at law on (B)(6) 2013. In review of the doctor's (B)(6) 2013 deposition testimony and (B)(6) 2013 interrogatory responses, covidien learned that the doctor testified that the device was a "nellcor pediatric colorimetric co2 detector manufactured by covidien." The doctor also testified that the device was discarded at the time of the incident. Covidien lists the pedicap device on this form as it is the closet fit to the device described by the doctor, however, covidien has not confirmed that a covidien device was actually in use at the time of the incident. If covidien learns additional info regrading the device used in this incident, a supplemental medwatch will be submitted. (B)(4).